Event description:
Related manufacturer reference number: 2017865-2023-23927 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that implantable cardioverter defibrillator failed to convert rhythm during vf episodes. It was also noted that the atrial lead was over-sensing noise. No intervention was performed. There were no patient consequences.